Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and difficulty breathing. The cause of peritonitis was unknown. It was reported that on an unknown date; the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.